Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on 01/06/2006 experienced the following: two week occurrence of vertigo, numbness and tingling in arms and legs, heart palpitations, anxiety, panic, muscle spasms, muscle cramping, muscle soreness, fibromyalgia, ear ringing, blurry vision, shortness of breath, memory impairment, headaches, scalp pain, and fatigue. Patient reported having a MRI and emg performed. Patient was also reported to be tested for lyme, eb, anemia, multiple sclerosis, and als. The patient underwent removal without replacement on 9/15/2017. While patient reports to have recovered from most symptoms, the patient still reports ear ringing, pulsative tinnitus, muscle twitching, and anxiety. No product issue such as deflation, was reported. This report is for the left breast prosthesis.